Manufacturer narrative:
The device was returned for analysis. The reported break was able to be confirmed. Electronic lot history record (elhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. It is possible that inadvertent mishandling during removal from the tray resulted in the reported break/noted strain relief separated from the handle and the noted torn stabilizer and noted handle damages (handle halves gap, multiple broken/separated pegs); however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with moderate calcification and heavy tortuosity. An 0.035 guide wire crossed the lesion and then the 6x60 mm absolute pro self expanding stent system (sess) was taken out of the tray and it was found that the strain relief/outer jacket on the shaft of the device had come out from the deployment handle and there was damage near the rotator. Therefore, the device was not used and there was no patient involvement. A 6x80 mm absolute pro sess was used to complete the procedure without issue. There was no clinically significant delay in the procedure. A photo provided shows the strain relief/outer jacked which came out from the deployment handle. Returned device analysis identified that the stabilizer was torn. No additional information was provided.